Event description:
The reporter stated that the art line cracked at the transducer and leakage occurred. Increased monitoring was performed on the patient. No injury or treatment associated with the event.